Manufacturer narrative:
Corrected data: 510k. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional classification code: dzi, erl, hbe. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported about a drill bit that was broken intraoperatively. No piece of the drill bit remained in the patient. No patient harm. No delay to surgery time. No other medical intervention was required and the surgery was successfully completed. This complaint involves one part. This report is 1 of 1 for com-(B)(4).